Event description:
It was reported that the pruitt f3 carotid shunt leaking at where tubing joins stopcock (t-port junction) while inflating internal white balloon during insertion into patient. No injury was reported.

Manufacturer narrative:
The product was not received for evaluation, therefore the reported event could not be confirmed. Previous investigation into this issue has determined that the root cause of the issue is a manufacturing operator error- not enough glue was applied on the stopcock joint during the assembly process. A CAPA was previously implemented to address this issue. The lot number for the device was not provided, therefore a lot history record could not be reviewed and it could not be determined if this device was manufactured prior to implementation of the CAPA.